Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of a thoracic aortic aneurysm on an unknown date. It was reported on an unknown date follow up identified a navion stent graft breakage. Intervention was completed where a valiant captiva stent graft was implanted to repair the navion graft successfully. Per physician the cause of the stent breakage is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are:vnmf4343c183te; s/n: unknown; use by date: unknown; upn # unknown vnmf3737c174te; s/n: unknown; use by date: unknown; upn #: unknown date of event: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional information received : it was confirmed that a type iii endoleak occurred probably on the connection between the device 37,37 ,174mm (v30025906) and 40,40,183mm (v30046836). The 40,40,183mm (v30046836) was also affected by insufficient oversizing and overlapping. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5 additional information received : it was also reported that the patient presented with thoracic post a fall. External chest x-rays identified an increase in the aneurysm size and a lack of stent overlap. During the CT a year post the index procedure, a large endoleak was found in the area of the aortic curve in the area of the inner curvature of the aortic arch, about 70 mm distal of the proximal stent onset. A prior CT was inconspicuous. Per physician the stent breakage occurred most likely on the vnmf3737c174te (v30025906) stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.